Event description:
The pencil taken from the surgical pack was plugged into the generator and it automatically started to activate without the depression of the rocker switch. The pencil remained activated when the facility tried to push the rocker switch to release the button activation. The electrode was removed for safety and the facility still could not get the pencil to stop activating.